Event description:
Customer states that there was a fair amount of bleeding after a circumcision. Additionally, the physician stated no permanent damage was done, the bleeding was promptly noted and suturing required.

Manufacturer narrative:
The device was not available for eval and the lot number was not provided. Without the lot number, the device history could not be reviewed and the cause of the failure could not be determined. If more info is learned. A follow-up report will be filed.